Event description:
It was reported patient's implanted chest port accessed in the ed before being transferred to inpatient mcu. During routine lab draws and flushing of the port on 2/25 the y-site of needle cracked and had to be replaced.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 19ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample. The safety mechanism was engaged and needleless injection caps were attached to both luer adapters. A longitudinally aligned split was observed in the y-site luer extending from the luer adapter almost to the branch. Microscopic inspection of the sample revealed a rough and granular fracture surface. The fracture propagated along a molding weld line in the material. The crack in the y-site occurred along a weld line feature introduced during the component molding process. Attempts to replicate the crack using non-complainant devices suggested that the crack occurred due to a combination of mechanical stress and cleaning chemical exposure at the site of the weld line. The complaint sample is a supplied component and the supplier has been notified of this event. Corrective actions are being investigated by the supplier and the complaint sample was manufactured prior to implementation of any corrective actions. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient's implanted chest port accessed in the ed before being transferred to inpatient mcu. During routine lab draws and flushing of the port on 2/25 the y-site of needle cracked and had to be replaced."